Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site regarding an unrelated service event when this issue occurred. The cse observed that the sample probe tubing was pinched in half. The cse repaired it and cleared the obstruction from the tubing. The customer ran quality control (qc) and additional patient samples, resulting satisfactory. A siemens headquarters support center specialist (hsc) reviewed the instrument data and concluded that there is no evidence of a reagent or method issue and no evidence of a product nonconformance. The data is consistent with instrument related issues associated with improper sampling such as intermittent or inconsistent sampling of specimens. The cause of the discordant, falsely elevated glucose result is associated with inconsistent sampling caused by the obstructed tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose (glu) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated on an alternate dimension exl instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu result.